Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the medium-large clip applier instrument would not clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer swapped to a back-up instrument when the issue was identified and the procedure was completed with no reported patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument associated with this complaint and completed the device investigation. Failure analysis (fa) investigation replicated/confirmed the customer reported complaint. Fa found the primary failure of the severely bent grip tip to be related to the reported complaint. The medium-large clip applier instrument was found with one grip bent. The damage was found near the base of the clip groove, causing a 0.069" offset at the tips. As a result, the clip could not be properly loaded on the grips. Common causes of the failure mode of the severely bent instrument grips -tips are typically attributed to the mishandling/misuse, such as excess force applied to the instrument jaws. Severely bent grips with an offset 0.05¿ are attributed to damage during either us or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. No image or video was available for review. A review of the instrument logs for the medium-large clip applier (part number 470327-12/lot number k10220418) associated with this event has been performed. Per the review, the medium-large clip applier instrument was last used in a procedure on (B)(6) 2022 on system sk5486. The alleged instrument had 96 uses remaining after the last procedural use. This complaint is reportable malfunction event die to the following: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.